Event description:
A hemodialysis user facility reported that a blood leak occurred during treatment. The machine alarmed and the leak was observed visually and confirmed with a test strip. Estimated blood loss was 250cc's. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. There is no sample available for evaluation.

Manufacturer narrative:
(B)(4).